Event description:
Caller states that the inform base unit shows signs of melting on the connector port area. No adverse event reported. Requested return of suspect device replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.